Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient's blood glucose levels rose to 500 mg/dl while wearing the pod. It was reported that the pod was leaking insulin during wear and the it was removed from the infusion site, the cannula was found to be blocked. It was also reported that the patient experienced pain and redness at the site. As treatment, a new pod was applied.